Event description:
It was reported that a revision surgery was performed due to possible infection. In (B)(6) 2011, patient with failed right total hip arthroplasty had a right total hip revision. The patient was readmitted for a right total hip revision with careful debridement and synovectomy due to possible infection.